Event description:
It was reported that the vns patient¿s device showed low impedance and later showed high impedance. X-rays were taken and were reported to be unremarkable. No known surgical interventions have occurred to date. Attempts for additional relevant information have been unsuccessful to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Review of device programming history identified that high impedance was indeed observed for this patient's vns system on (B)(6) 2014. The device was disabled at a follow up appointment on (B)(6) 2015. Diagnostics on (B)(6) 2015 confirmed the high impedance. There was no evidence of low impedance in the observed programming history. No known surgical interventions have occurred to date.